Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, weak battery, battery out limit or failed battery test alarms noted. Unit passed displacement test, rewind, basic occlusion, prime and no delivery tests. No unexpected low reservoir alarm or excessive no delivery error alarm noted. Unit had minor scratched display window, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery and low battery . Customer's blood glucose at time of incident was 200 mg/dl. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 200 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was 200 mg/dl. The customer stated that this is the second occurrence of off no power without a low battery warning. The customer received no power without any warning of low battery. The customer was advised that the device would be replaced. The customer was advised they may continue to wear pump until replacement arrives.